Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin. Tandem technical support was unable to perform troubleshooting as the reported event had occurred in the past. Reportedly, there were no issues with the current fill estimate. There was no impact to the customer's blood glucose level.